Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced postoperative complications after lvad implantation. The patient developed renal and hepatic dysfunction and expired after the decision to withdraw care was made. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted postmortem. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. A possible clinical factor that may have contributed to the reported event was the vasoplegic syndrome and prolonged surgical time. Death, renal dysfunction, and hepatic dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported from (B)(6) that this (B)(6) male patient expired post left ventricular assist device (lvad) implantation. This patient was previously implanted with a competitor's lvad for his ischemic cardiomyopathy; however, the competitor's lvad had been implanted with a poor inflow position and the site had been unable to adjust the inflow cannula any further laterally. The competitor's lvad was removed and the patient was implanted with a manufacturer's lvad. Surgical time was reported to be lengthy and the patient required high doses of noradrenaline and adrenaline related to profound vasoplegic syndrome. The patient's condition worsened and he developed renal dysfunction requiring hemofiltration and liver dysfunction. After some consideration, treatment was withdrawn and the patient expired. No autopsy was performed. According to the patient's physician this event was not related to the related to the manufacturer's device and was related to the vasoplegic syndrome and possibly the patient's prolonged surgical time.